Event description:
It was reported that the procedure was to treat the diagonal of the left coronary artery. After pre-dilatation with a 3.5 x 15 mm balloon catheter, inflated 4 times at 6 atmospheres, a 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion and inflated to 9 atmospheres (atm) and then to 16 atm to deploy the stent implant. After the stent was implanted, the catheter was removed to the proximal/middle portion of the stent for better apposition of the stent implant. When trying to deflate the balloon, the portion of the balloon inside the implanted stent would not deflate and there was difficulty removing the sds. Upon removal of the device, the distal shaft had separated. A snare device was used in an attempt to remove the separated portion; however, it could not be removed with the snare. Several inflations were done with smaller balloons in an attempt to deflate the balloon and it was flattened against the artery wall. Three non-abbott stents were implanted jailing the separated portion against the vessel wall. The procedure took 3 hours. There was a clinically significant delay in the procedure. The patient is on an intra-aortic balloon counterpulsation pump (iabpp). Additional information received, the patient has undergone bypass surgery during which a portion of the jailed shaft was removed from the patient. The patient is in good condition and has been discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: pt grafix, run through hc, guide cath: jl 4 6f sh, sheath: arterial sheath 8f. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft detachment/separation was confirmed. Failed/difficult/partial deflation could not be tested due to the condition of the returned device. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.